Manufacturer narrative:
The device was not returned to olympus for evaluation. The customer reported that they would complete the necessary repairs. However, the customer was informed that olympus does not sell parts for the unit and that it should be sent in for repairs. The customer stated that they would follow up after after discussing with end users. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1/establishment name: (B)(6) (documented here due to character limitation in respective field).

Event description:
The customer reported to olympus, the maintenance unit had a damaged power receptacle and the power cord could not be connected to it. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the device was not returned, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.